Event description:
A distributing customer reported that they received a complaint from a user facility for a non-operative occlusion alarm in an electromechanical ambulatory infusion pump. The customer was not aware of any patient involvement.